Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the network cable that goes from the poe up the mast to the bulkhead and the camera had exposed wires. This is a non-clinical system. No patient was present at the time of the event.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera has exposed wires. The representative replaced the cable . The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.